Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to a UK olympus regional repair center. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the resection sheath is broken off and missing. This type of damage is typically caused by thermal and/or mechanical overload in combination with wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results. Furthermore, independently from the above mentioned issue, a CAPA was initiated in (B)(6) 2019 where further investigations, trending, and surveillance will be performed.

Manufacturer narrative:
Unlike originally announced, the suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation confirmed that the ceramic insulation at the distal end of the resection sheath is broken off and missing. This type of damage is typically caused by thermal and/or mechanical overload in combination with wear and tear. Further damage to the product is a partially rusted, peeled off and faded laser marking which was most likely caused by wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that when the resection sheath was removed from the patient during a therapeutic cystoscopy procedure it was noticed that the ceramic insulation at the distal end of the resection sheath had broken off and was missing. As a result, the procedure was prolonged by an unspecified amount of time while obtaining a new instrument, but was then completed using a similar device. However, the broken off fragment could not be located and may have remained inside the patient¿s bladder. Due to complex medical needs and abnormal growth within the bladder, the patient was hospitalized and a follow-up procedure is to be performed in the course of which the broken off fragment is to be located/removed.